Event description:
It was reported that an lv 100 intermate ruptured. This occurred near the end of a patient infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: one filled sample was received. Visual inspection of the sample noted a ruptured bladder in a footing position. The bladder was microscopically examined and an abrasion on the interior surface of the bladder was observed near the rupture line. The reported condition was confirmed. No other test was performed. The cause of the reported condition was undetermined. Should additional relevant information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Device manufactured between: july 6, 2012 - july 9, 2012. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device has been received by baxter and is currently in the process of being evaluated. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.